Manufacturer narrative:
(B)(4) d10 - concomitant medical products: 42508606401 - femur - (B)(6), 42512100812 - articular surface - (B)(6), 184762 - patella - (B)(6), 110035368 - biomet bc r cement - (B)(6). The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. At the 3 month follow up, the patient reported mild instability when loading the left ankle limiting her mobility. X-rays confirmed mild subsidence of the tibial component into valgus position. An exam revealed mild laxity with varus/valgus stress but full and pain-free range of motion. The patient stated she was still pleased with her surgery and did not want to pursue revision to correct the valgus deformity at that time. A knee brace was offered for stability. Attempts have been made and all available information has been provided.